Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained on the insertion tube, and residual liquid remained at the distal end, since the reprocessing was not conducted properly due to leakage from biopsy channel. Based on the results of the investigation, it is likely that the foreign material remained inside the light guide (lg) lens since it was not on the outer part of the scope, the material was unable to be removed by reprocessing. It is likely that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the duodenovideoscope alarm lever was not clamping properly. There were no reports of patient harm due to the reported event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the connecting tube, a stain was found on the light guide lens, and the distal end had residual liquid. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the air/water cylinder had no color; the suction cylinder had no color; the switch box had a dent; the forceps channel port had a dent; the grip was shaved; the plug unit was damaged; the scope connector case unit had a dent; water removal ability did not meet the standard value due to clogging of the nozzle; the image guide bundle protector was damaged; the light guide lens had a crack; the distal end was shaved; the water tightness of the forceps elevator was lost; and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.